Event description:
Consumer reported complaint for hi, high and low blood glucose test results. The customer is concerned with test results from results obtained of hi, 50, 470, 393 and 259 mg/dl. The customer¿s expected am fasting blood glucose test result is below 200 mg/dl. Customer stated that he is feeling shaky but declined the need for any medical intervention at this time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/25/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 259 mg/dl date: n/a time: n/a unknown, result 2: 393 mg/dl date: n/a time: n/a unknown, result 3: 470 mg/dl date: n/a time: unknown, result 4: 50 mg/dl date: n/a time: n/a unknown, result 5: hi date: n/a time: n/a unknown.

Manufacturer narrative:
Internal report reference number: (B)(4) . Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.